Manufacturer narrative:
Evaluation of the returned sendit confirmed the device was fractured. This damage typically occurs if the sendit device is advanced against resistance. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed bends and kinks on the device¿s distal end. This damage is incidental to the reported complaint and the root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), and a guidewire (0.014). During the procedure, while the physician was initially advancing the red72 with sendit to the target location, the physician fractured the sendit mid-shaft. Therefore the red72 containing the fractured sendit was removed. The procedure was completed with a penumbra system max 3 reperfusion catheter (3maxc). There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.